Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was 299 mg/dl. The customer has not treated for their blood glucose. Troubleshooting found insulin was able to exit from the tubing. The customer was advised to change out their entire infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.